Manufacturer narrative:
The reported event of device migration was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Visual inspection found a small dent in the antenna section consistent with marking from grabbing tool when explanted. Electrical and mechanical analysis performed indicated normal functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardiac monitor (icm) that migrated. The icm was explanted. The patient was stable.